Event description:
The infusor is reported to have infused morphine and bupivicaine in a 72 hour period vs. The expected 120 hours. Reportedly the patient received this medication via epidural for 20 days before reporting dizziness, nausea, vomiting, urine retention and constipation. The patient was hospitalized due to the presenting symptoms for a "stay of observation". A second infusor was used by this patient to continue therapy and the patient subsequently reported that patient felt their "legs gone numb and at the moment they disconnected the infusor patient felt ok". The physician is reportedly "convinced the symptoms were psychological".